Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-mar-2023 to 03-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the magnet from the latch insep had fallen. A field service engineer troubleshot the device and replaced the insep and resumed testing and no further issues were noted. The user recovered and verified the operation with inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main 5 cubie drawer failed to stay closed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.